Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal endometrial ablation procedure in the uterus performed on an unknown date. According to the complainant, during the procedure, the patient sustained vaginal burns during ablation. There was no serious injury to patient as a result of the event. An additional attempt has been made to obtain follow up event details. The patient was last seen 2 weeks ago and it was reported that the burn was only reddish in "appearence" and was classified as superficial. It was treated with vaseline at home and the patients current condition is fine. Reportedly, there was no malfunction with the hta device. The patient had a dilated cervix and was already bleeding before the procedure was performed.